Manufacturer narrative:
(B)(4). Device investigation summary: it was reported that the device had a pull off - suture needle issue. An empty opened overwrap packet and a suture piece of product code w329, lot lcb163 were returned for analysis. During visual inspection of the sample, the end of the suture piece were cut appears to be by use of surgical instrument. The needle was not received for evaluation. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance pull off - suture needle suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2019 and suture was used. During the procedure, the suture detached from the swage. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.